Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a crack on bottom right of the pump screen. The customer reported a blood glucose value of 300 mg/dl and the hyperglycemic event was treated with manual injection/insulin pen. The event involved product(s) mmt-7020la, mmt-243a, mmt-332a, mmt-1880l. The troubleshooting was performed for hyperglycemic event. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for for cosmetic damage and customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-243a. No product return is required for mmt-332a. The customer discontinued to use of the device, mmt-1880l was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partial broken retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to broken retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: scratched case, stained keypad overlay, broken reservoir tube lip, cracked lcd window. Broken retainer ring and missing reservoir tube o-ring, unable to lock a reservoir in place confirmed. Cracked case (battery tube) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.